Manufacturer narrative:
Final device analysis results reveal all four conductor wires are broken; the fractures are located 13.8-cm from the distal end at a wrinkled site in the product outer insulation. The outer insulation was intact and the full lead was received for analysis, which measured 28-cm in length. Device inspection shows the distal tip was intact and undamaged.

Event description:
The device was returned to the manufacturer for analysis. Information received with the product indicates the device was replaced because the patient no longer felt paresthesis. The lead impedance was tested at follow-up and found to be out of specification (>2000 ohm). The device was explanted in 2006 and returned for evaluation after 42 months implant duration. No patient complication has been reported from the facility in another country.